Manufacturer narrative:
(B)(4). Concomitant medical products: item number: 110010454, e1 ringloc bipolar 28x45mm, lot number: 227540. Item number: 650-1065, cer option type 1 taper, lot number: 2959061. Item number: 650-1055, delta ceramic option head, lot number: 2018120268. Foreign country is (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02953. Not returned to manufacturer.

Event description:
It was reported that the polyethylene liner could not be inserted into the acetabular cup. This surgery was finished with backup products. Additional information is not available at this time of reporting.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned liner found it to be in good condition, with no damage or deformity to the locking groove, and overall, free of blemishes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.